Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. During testing alarms occurred. The internal inspection of the device showed the device's main printed circuit board had fluid ingression damage which caused this issue.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. During testing alarms occurred. The internal inspection of the device showed the device's main printed circuit board had fluid ingression damage which caused this issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump started to alarm and the screen turned black. When it was attempted to recreate, the screen froze and would not stop alarming until the batteries were taken out. No adverse effects were reported.